Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that encounter the issue tried re-seating the tubing and lubricated the connections with a vacuum grease and re-tested it, but the iabp unit failed again. The fse then removed and replaced the pneumatic module assembly, re-tested it and passed all tests. The fse then performed all functional and safety checks to meet factory specifications. The unit passed all functional and safety test per factory specifications. The pm was completed, and the iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module (pim) test. There was no patient involvement, and no adverse event reported.